Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their spinal cord stimulator (scs) had never worked since day one. They had undergone 3 revisions and it still hadn&#38176;worked and had made things worse.